Event description:
The customer called to report a lost sensor alarm. The customer stated that she tried removing the introducer needle after inserting the sensor, but the needle was difficult to remove due to the needle being bent. The customer then removed the sensor, but she felt that part of it broke off underneath her skin. The customer went to the emergency room to get it looked at, and the doctor did not see anything. The customer was told that the insertion site did have a bruise, and to return to the hospital if signs of infection appear. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.